Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that additional line-block alerts had been received. The patient stated that the tubing had been adjusted and re-positioned but the alarm continued. The patient was able to change the site, fill the cannula, and continue therapy without further issue. The event occurred while in use with patient and there was no patient injury.

Manufacturer narrative:
D3, d5: updated h3 and h6 codes: updated no product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.